Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of post-operative non-union is unknown. Per the facility, the complainant part will not be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record: manufacturing date: september 10, 2013. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 2.7/3.5mm variable angle-locking compression plate (va-lcp) anterolateral distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent a surgical procedure on (B)(6) 2015 to treat an acute distal tibia fracture. Due to a non-union of the bone marrow aspirate, the patient was returned to the operating room (or) on (B)(6) 2015 for a revision. During the procedure, a 2.7/3.5 mm variable angle-locking compression plate (va-lcp) anterolateral distal tibia plate and a total of eleven (11) screws were removed. Six (6) of the screws were said to be broken. The screws consisted of: five (5) broken 2.7mm variable angle (va) locking screws; one (1) broken 2.7mm metaphyseal screw; three (3) intact 3.5mm low profile cortex screws; and two (2) intact 2.7mm cortex screws. All of the broken hardware was successfully removed from the patient with no retained fragments. The patient was revised to a new 2.7mm/3.5mm va plate. No noted surgical delay or patient harm. This report is 1 of 5 for (B)(4).